Event description:
After the patient was intubated and upon turning the new maquet or table to place the patient in the proper position for surgery, the head part of the table came off and the patient's head jerked down.